Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Event description:
It was reported that the arctic sun device was giving error 80 during calibration. A check of the diagnostics showed that the mixing pump had failed. Follow up call made to (B)(6) on (B)(6) 2023, confirmed mixing pump had been replaced onsite. No patient involvement during time of malfunction. Device is back on floor.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed mixing pump. A check of the diagnostics showed that the mixing pump had failed. The mixing pump had been replaced onsite. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was giving error 80 during calibration. A check of the diagnostics showed that the mixing pump had failed. Follow up call made on (B)(6) 2023, confirmed mixing pump had been replaced onsite. No patient involvement during time of malfunction. Device is back on floor.